Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient went to see a urologist and they believed that her device was not working properly for about 2 weeks. The patient stated that she was not putting a lot of waste or urine out and further explained that not enough urine was going out and hasn't been making enough urine. The patient mentioned that she even increased stimulation higher and believed that the device was not working in her bladder. The patient also stated that she had been having a lot of accidents and stated that it was very bad because she didn't know if she was having accidents when she did. The patient noted that she should not be having accidents if she had the device because that didn't happen before. The patient stated that a different doctor told her that maybe it was a malfunction of the device or the wire got loose but the doctor did not do any x-ray. Back pain was also reported by the patient and the patient stated that she never had that before. The patient confirmed that she had tried all 4 different programs but still and she would normally, during the day, go about 4 times in the morning but when she went it was very little. It was reported that the patient felt that not enough was going up because her stomach was bloated. The patient confirmed there were no falls related to the issue and she would get stomach pain every so often. There were no further symptoms or complications reported or anticipated.